Manufacturer narrative:
Device manufacturing records were reviewed. Review of device manufacturing records for the generator confirmed sterilization prior to distribution.

Event description:
It was reported that the patient contracted (B)(6) after generator replacement in (B)(6) 2014. It was reported that the infection is all cleared up and the patient is doing fine. Notes dated (B)(6) 2014 note that there was a small amount of greenish drainage noted on the old dressing. Bactroban and a new sterile dressing was applied. There was no active drainage observed. Cultures were positive for mrsa at the chest wall. Assessment of the left chest wall showed that 1 cm diameter of the incision was open and the vns was visible. The physician indicated that the believed cause of the infection is possibly generator replacement surgery. The patient was admitted to the hospital and treated with IV antibiotics.

Event description:
It was reported that the patient was scheduled for vns explant due to an infection. The patient underwent generator and lead explant on (B)(6) 2015. The incision was left open and was closed on (B)(6) 2015. The explanted devices have not been received for analysis to date.¿

Event description:
It was reported that the patent subsequently underwent vns removal surgery, due to the infection.

Manufacturer narrative:
This information was inadvertently left off of follow-up MFR. Report #01.